Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip. A clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the medium-large clip applier instrument's teeth were not aligned. It would not clip correctly. There was no reported patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teeth were not aligned. No delays were caused. A different working clip applier was used.